Event description:
Per the clinic, the patient experienced functional vertigo leading to the decision to explant the device. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.